Manufacturer narrative:
It was later reported that the problem was resolved. All fine, patient doesn't wish any further treatment at the moment. Patient is happy. Claim#:(B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b:unk. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+2.0/096 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.